Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm pump error alarm due to critical pump error alarm

Event description:
The customer reported via the phone call that their insulin pump had received software error detected. Customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.